Event description:
It was reported that the device had a "downstream obstruction". The prescribed medical treatment was the installation pump morphine/ hypnotic and npe. There was patient involvement and no harm/adverse event.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. One (1) photo was provided by the customer which was used to conduct the device analysis since the physical unit has not been received in the tijuana site. The label of a cassette product can be observed. However, lsm was unable to confirm the reported complaint due to the actual sample not being returned and the reported failure mode not being seen in the provided photo. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.